Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified injections (further details not provided) for the event of peritonitis. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient had not yet recovered. No additional information is available.